Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, increased capture threshold resulted in loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was conducted and revealed lv lead dislodgement. The lv lead was repositioned to resolve the event. The patient was stable with no consequences.